Event description:
It was reported that prior to the procedure, the device would not work. The account had a back up to use. The procedure was completed as planned with a slight delay. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer for evaluation. The evaluation is ongoing. A follow up report will be filed when the evaluation is complete.